Manufacturer narrative:
(B)(4) date sent: 10/4/2016. Batch # (B)(4). The el314 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. No functional test was performed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor was using clip applier and the jaws did not hold the clips and it was unable to apply the clips. Another like device was used to complete the procedure. Five minute delay. There were no adverse consequences for the patient reported.